Event description:
Apheresis platelet collection was being performed on a donor using cobe spectra, version 7.0 lrs turbo. Per institutional protocol the operator performed flow rate, volume and collect concentration monitor -ccmo checks at 15 and 33 minutes. At 33 minutes the operator noted the ccm reading to be only 0.1 -x 10e11 platelets- for this collection. At 35 minutes an alarm occurred indicating that the ccm had not detected platelets. A twisted anticoagulant line was detected which was delivering insufficient amounts of acd-a into the system. The procedure was terminated. Large amounts of fibrin were noted in the collection bag, the clotted products were discarded. The donor was contacted the following day for assessment, they exhibited no adverse effects from the procedure. Gambro was contacted to report the concern that there is no alarm to alert the operator that insufficient amount of anticoagulant was being delivered into the system. Rptr was told that the co is aware that this can occur.